Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply connections were evaluated the power supply voltage was confirmed to be at the optimal operating voltage. The workstation boards and connectors were also reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.